Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that catheter froze on wire. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous left anterior descending coronary artery. A 2.00 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During procedure, outside patient, an attempt was made to insert a non-bsc guidewire, but resistance was encountered at the exit port. Agent balloon catheter got stuck with the guidewire. The guidewire could not be removed outside the body, so it was cut off. Procedure was completed with another of same device and no patient injury was reported.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Visual, tactile, microscopic analysis and a wire insertion test was performed on the device. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified stretching throughout the length of the entire polymer extrusion. The device could not be loaded on a 0.014 test guidewire due to the extent of damage to the inner lumen. Microscopic examination identified that the balloon material had a been detached. The allegation in the complaint could not be tested for due to the damage present therefore could not be confirmed.

Event description:
It was reported that catheter froze on wire. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous left anterior descending coronary artery. A 2.00 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During procedure, outside patient, an attempt was made to insert a non-bsc guidewire, but resistance was encountered at the exit port. Agent balloon catheter got stuck with the guidewire. The guidewire could not be removed outside the body, so it was cut off. Procedure was completed with another of same device and no patient injury was reported.